Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v237346, implanted: (B)(6) 2009. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4)

Event description:
Notification message from gch (global complaint handling) reports the stimulator was implanted past expiration date. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation.